Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead was placed in the his bundle using the agilis hispro but the catheter appeared to be too short. The lead was non-intentionally screwed into the tricuspid valve and the helix would not retract. Piece of tissue was adhered to the helix. The lead eventually was removed from the body after manual tension. The lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
The reported event of helix could not be retracted and helix clogged with tissue were confirmed. Examination of the lead found the helix was extended, stretched and clogged with blood/tissue. The cause of the reported event was isolated to the helix being clogged with blood/tissue and stretched consistent with procedural damage. The lead was otherwise normal.